Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine (30 mg/ml at 10.425 mg/day) and morphine (14.4 mg/ml at 5.004 mg/day) via an implantable infusion pump. It was reported that the personal therapy manager was "not connecting to his pump" and the error code 8476 was coming up on the screen. The caller also mentioned that he heard some beeping but he thought it was a smoke detector or something else.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient came into the clinic on (B)(6) 2021 and pump interrogation found that the pump stalled at 9:38 am with no recovery. The pump had morphine sulfate (19.2 mg/ml at 3.688 mg/day) and bupivacaine (40 mg/ml at 7.984 mg/day) and there were 21.7 ml remaining in the pump. It was noted that the patient was also using oxycodone (apap 10/325 every 6 hours as needed). The patient was going to begin morphine sulfate (ER 30 mg bid) in addition to the oxycodone) and follow up next week to discuss next steps for pump replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) reported that they visited their healthcare provider (hcp) on (B)(6) 2021 who recommended a pump replacement due to the motor stall and prescribed the patient oral medication to avoid withdrawal. The patient stated that when they got home that evening, the pump continued beeping and the patient thought to try slapping pump through their skin 5 times, then shaking the pump 5 times through the skin. The patient stated that the pump stopped alarming for 8-10 hours, and when the pump began alarming again, they repeated the slap/shake process, and pump stopped alarming for about a day. The patient again repeated the process, and the pump stopped alarming and has not stalled since.